Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical record and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient was admitted to a hospital on (B)(6) 2014, due to vomiting. On an unknown date after being admitted, the patient's treatment modality was changed from peritoneal dialysis to hemodialysis, for an unknown reason. As of (B)(6) 2014, the outcome of the patient being admitted to the hospital for vomiting is unknown and it is unknown if the patient remains hospitalized.